Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a calcified lesion in the proximal/mid region of the right anterior tibial artery using a nanocross elite percutaneous transluminal angioplasty balloon, the balloon burst. The lesion was characterized by 70-100% stenosis, a length of 200mm, an artery diameter of 2-3mm, moderate tortuosity, and severe calcification. The balloon was inflated using a non medtronic inflation device with 50/50 contrast inflation fluid. During the first inflation, the balloon burst at 14atm, noted as a pinhole type burst. No balloon attachment occurred. Moderate resistance was encountered when advancing the device, but it was safely removed from the patient. The procedure was completed using a new medtronic device.